Manufacturer narrative:
(B)(4). On an unreported date in sep 2014, the patient experienced peritonitis. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The following month, the patient was hospitalized for the event. The cause of the peritonitis event was unknown. The patient was treated with fortaz intravenously (IV, dose and frequency not reported) for peritonitis. The same month as admission to the hospital, the patient was discharged. After discharge, the patient was treated with fortaz, intraperitoneally (ip, dose and frequency were unknown) for peritonitis. The (pdrn) stated that the ¿patient had peritonitis on and off¿ for the past month. In the same month as the initial hospitalization for peritonitis, the patient was readmitted to the hospital for recurrent peritonitis. It was reported by the pdrn that the patient had never recovered from the initial peritonitis event and had been on antibiotics for 2 months. The cause of the recurrent peritonitis event was unknown. The patient was treated with unspecified antibiotics (dose, frequency and route not reported) for recurrent peritonitis. At the time of this report, the patient remained in the hospital and was recovering from the peritonitis event. Pd was ongoing. Additional information was not available. This is report 1 of 5 involved in this peritonitis event.